Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Since (B)(6) 2017 the patient suffered a bacterial infection several which could not be cured with medicine. The skin over the implant is not intact. The patient has been explanted on (B)(6) 2017.

Manufacturer narrative:
Conclusion: device investigation, on the received parts, did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient's report the device was explanted for medical reasons, namely a bacterial infection which could not be treated with medicine. In addition, a partial extrusion of the implant housing was observed as the skin over the implant was no longer intact. No available information points to the implant being the source of infection. This is a final report.

Event description:
Since (B)(6)2017 the patient suffered several instances of bacterial infection which could not be cured with medicine. The skin over the implant was not intact. No trauma has been reported. The patient's performance with the device was always good and in situ measurements showed normal results. There was no allegation against the device. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. The patient has been explanted on (B)(6)2017. It was stated in the device explantation report that the active electrode lead was severed during removal surgery and that the active electrode array was left in the cochlea for later re-implantation.